Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most probable root cause is a postoperative infection. Part number, lot number, manufacture date, expiration date: p/n 7040-90, lot# i0753, manufactured 08/28/13, expires 2018-07; p/n 7040-90, lot# i0493, manufactured 06/27/13, expires 2018-04; p/n 7050-90, lot# 8175003938014, manufactured 08/21/12, expires 2015-10.

Event description:
On (B)(6) 2013, the surgeon performed a right side ifuse arthrodesis on the patient placing three implants. The patient presented with possible site infection on (B)(6) 2013. Per the principal investigator: ¿patient reported bloody drainage from her wound and redness at site. No pus or fever associated with this. On office visit (B)(6) 2013, no drainage was noted. There was no dehiscence, nor fluctuance underneath. It was not tender. Red area bordering incision, measured at about a centimeter and a half. Based on reported drainage and small amount of redness, bactrim ds was prescribed.¿ the patient later complained of a possible allergic reaction to bactrim. Per the principal investigator: ¿patient reported significant pruritis while on bactrim. She called the answering service and spoke with the pa-c on call who told her to discontinue the bactrim and take otc benadryl for itching, which she did.¿